Event description:
This is report 3 of 4, for the flexicap in this event. It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis, which manifested as a fever and abdominal pain. On the same day, the patient was treated with unknown antibiotics. About two weeks later, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin, intraperitoneal (dose and frequency not reported), for peritonitis. Three days after hospitalization, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). The sample was not returned. Therefore the condition could not be confirmed, nor a cause be determined. Should additional relevant information become available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. (B)(4).